Event description:
As reported, patient had an 8f biliary drainage catheter in place since (B)(6), 2010. During a routine catheter exchange procedure the pigtail portion of the catheter fractured and a fragment detached. The catheter was removed and replaced with a 10f biliary drainage catheter, however, the detached catheter fragment was not able to be retrieved. The patient's condition was noted the be "ok." It was reported that the used device would be returned for evaluation.

Manufacturer narrative:
Although it has been reported that the used catheter will be returned to navilyst medical for evaluation, to date, it has not been returned. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted. (B)(4).